Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Later on, the patient temperature was 33.7c via esophageal probe on the as and the water temperature (wt) had dropped. However, the axillary temperature was reading 90.8f (32.6c). Nurse stated they were concerned if this patient temperature was accurate then the water temperature was too cold. Nurse stated they ended up switching the machine out about 30 minutes ago. On the new machine, the current patient temperature (pt) was 33.8c and water temperature (wt) was 17.1c. Informed nurse the water temperature was responding appropriately to the patient¿s temperature changes and therapy appears to be working. Explained they recommend using a core temperature for therapy as that was typically more accurate. With axillary or skin temperature, these may be affected some by the direct contact with the pads and the specific water temperature. Nurse confirmed esophageal probe was in place. Suggested they consider if this patient¿s axillary temperature was lower than the esophageal temperature due to the cooler water temperature. They would recommend continuing therapy based on the core temperature. Encouraged nurse to call back with any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient cooling on the arctic sun device. This morning the patient¿s temperature dropped below targeted temperature (tt), patient temperature (pt) was 32.8c and water temperature (wt) was 33.9c. The water temperature did not seem to be warming up the patient. Later on, the patient temperature was 33.7c via esophageal probe on the as and the water temperature (wt) had dropped. However, the axillary temperature was reading 90.8f (32.6c). Nurse stated they were concerned if this patient temperature was accurate then the water temperature was too cold. Nurse stated they ended up switching the as machine out about 30 minutes ago. On the new machine, the current patient temperature (pt) was 33.8c and water temperature (wt) was 17.1c. Informed nurse the water temperature was responding appropriately to the patient¿s temperature changes and therapy appears to be working. Explained they recommend using a core temperature for therapy as that was typically more accurate. With axillary or skin temperature, these may be affected some by the direct contact with the pads and the specific water temperature. Nurse confirmed esophageal probe was in place. Suggested they consider if this patient¿s axillary temperature was lower than the esophageal temperature due to the cooler water temperature. They would recommend continuing therapy based on the core temperature. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse stated they had a patient cooling on the arctic sun device. This morning the patient¿s temperature dropped below targeted temperature (tt), patient temperature (pt) was 32.8c and water temperature (wt) was 33.9c. The water temperature did not seem to be warming up warm the patient. Later on, the patient temperature was 33.7c via esophageal probe on the as and the water temperature (wt) had dropped. However, the axillary temperature was reading 90.8f (32.6c). Nurse stated they were concerned if this patient temperature was accurate then the water temperature was too cold. Nurse stated they ended up switching the as machine out about 30 minutes ago. On the new machine, the current patient temperature (pt) was 33.8c and water temperature (wt) was 17.1c. Informed nurse the water temperature was responding appropriately to the patient¿s temperature changes and therapy appears to working. Explained they recommend using a core temperature for therapy as that was typically more accurate. With axillary or skin temperature, these may be affected some by the direct contact with the pads and the specific water temperature. Nurse confirmed esophageal probe was in place. Suggested they consider if this patient¿s axillary temperature was lower than the esophageal temperature due to the cooler water temperature. They would recommend continuing therapy based on the core temperature. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.